Event description:
It is reported that a customer needs to change his correction factor. The customer ate out which caused his blood glucose to rise. The patient's blood glucose level was at 405 mg/dl. The customer was assisted with changing the sensitivity down 10 points. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)